Manufacturer narrative:
The pump was received with intermittent esc, act, and up arrow button response due to a flattened button dome switch. No unlocked lcd keypad connector was noted during visual inspection. No button error alarms noted during testing. The pump was received with normal operating currents. The pump was monitored and no unexpected failed battery test alarms occurred during testing. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a button error alarm and buttons were not responding. Customer reported to have changed battery and received a failed battery test alarm. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.